Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice due to transferring to hemodialysis and returned the device to the (B)(4) facility. Ground bus resistance measured within specification and no intermittent connections were observed. Foreign matter was also present on the door post, but pal was unable to determine whether it contributed to the ground bond failure. The assignable cause for rite test failure - electrical ground bond was undetermined due to insufficient evidence. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.